Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing episodes caused by noise were observed via remote transmission. Replacement of the right ventricular lead was discussed.

Event description:
New information received stated that the right ventricular lead malfunction was suspected and the lead was explanted and replaced on (B)(6) 2019. The patient tolerated the procedure well.